Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f368 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot f368 for the reported issue shows no trends. Trends were reviewed for complaint categories, photoactivation module leak, alarm #8: blood leak (photoactivation chamber). No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a photoactivation module leak during the treatment procedure. The customer stated during the reinfusion phase of the procedure they received an alarm #8: blood leak (photoactivation chamber). The customer did not report the origin of the leak in the photoactivation chamber. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned the kit for investigation.

Manufacturer narrative:
The complaint kit components and smart card were returned for analysis. A review of the data recorded on the smart card verified an alarm #8: blood leak (photoactivation chamber) was received during treatment. The smart card data indicated that the kit was primed without issue. The returned kit components were pressure tested and confirmed a leak in the upper corner of the photoactivation module. The investigation determined the root cause of the photoactivation module leak was most likely a defect in the weld between the two photoactivation plate halves. The device history record review did not result in any related nonconformances and this kit lot had passed all lot release testing. This investigation is now complete. (B)(4). (B)(6) 2018.